Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system was selected to be used. During the procedure, the transesophageal echocardiography (tee) made it difficult to identify the fossa ovalis, so the wire was repositioned multiple times, and energization was performed after adjusting the position. Following the facility routine protocol, 8,000 units of heparin were administered to the patient after crossing the fossa ovalis. When the pigtail catheter was inserted into the was and access to the laa was attempted, tee detected a catheter thrombus-like structure extending from around the distal end of the was sheath. Aspiration was performed through the pigtail catheter, after which the thrombus disappeared. Since the patient showed no abnormal signs, the procedure was continued. The activated clotting time (act) after heparin administration was 443 seconds. The procedure was completed with a 24mm closure device, meeting position, anchor, size and seal (pass) criteria. The patient returned to the ward without any symptoms.